Manufacturer narrative:
Investigation underway. Customer is not willing to provide further information on this event.

Event description:
It was reported by phone that there was a cot drop. There was patient involvement; however, adverse consequences are not known. The customer is not willing to share any further details on the event.